Event description:
An adhesive issue was reported with the Abbott Diabetes Care (ADC) sensor. The sensor prematurely detached, and the customer was unable to obtain glucose readings. Subsequently, the customer experienced hypoglycemia, presenting with difficulty breathing and loss of consciousness. The caregiver administered Lucozade, and ambulance personnel provided glucose injections and applied glucose gel to the customer's gums. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.